Manufacturer narrative:
On (B)(6) 2018 an immucor technician inspected echo instrument and the unit was operable upon arrival. The immucor technician performed the unexpected reaction checklist was performed and had acceptable results. The immucor technician discovered that the washer manifold had a loose connection and was leaking, so they replaced the washer manifold. The immucor technician then ran residual volume and washer accuracy and ran qc and anti e patient with acceptable results (anti-e sample had a positive reaction in screen results for lot r004. The instrument was tested and operated within specifications with no problems observed so was released for customer use. On (B)(6) 2018 immucor performed an antibody screen on the echo lumena with returned customer sample "e qc" using retention capture-r ready screen (3) lot r004 and retention capture-r indicator cells lot 221200. Controls performed as expected. Return sample resulted 3+ with cell 2 and (B)(6) with cells 1 and 3 (cell 2 is e+). The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected (B)(6) antibody screening results with capture-r ready-screen 3 on the echo instrument.